Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery to "repair the hernia defect and remove the mesh". Medical records are not available at this time. The description does not clearly define if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for repair of ventral and umbilical hernias. A bard/davol sepramesh ip reference number 5959360, lot number huvc0092 was implanted to repair the hernia defect. On (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and remove the mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective sepramesh ip.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery to "repair the hernia defect and remove the mesh". Medical records are not available at this time. The description does not clearly define if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 5 months post implant of sepramesh ip (device #1), patient was diagnosed with bacterial infection, hernia recurrence, abscess, adhesions, abdominal pain and fistula thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list adhesions and fistula as possible complications. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." Review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for repair of ventral and umbilical hernias. A bard/davol sepramesh ip reference number 5959360, lot number huvc0092 was implanted to repair the hernia defect. (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and remove the mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective sepramesh ip. Per additional information provided: (B)(6) 2011 - patient was diagnosed with incarcerated ventral and umbilical hernia thereby underwent open repair with the implant of sepramesh ip (device #1). Per operative notes, ¿the hernia sac was opened in the supraumbilical region and omentum was dissected away from the anterior abdominal wall. A second hernia was encountered immediately below the umbilicus. The fascial edges of the umbilical hernia were sharply debrided and trimmed. A large hernia was noted and a piece of sepramesh ip (device #1) was placed and parachuted to the preperitoneal space." (B)(6) 2015 - patient visited hospital for infected hernia site and abdominal pain. (B)(6) 2015 - patient visited hospital for recurrent incisional ventral hernia containing transverse colon and other small periumbilical hernias. (B)(6) 2015 - patient was diagnosed with recurrent incisional hernia with fistula thereby underwent repair with explantation of mesh with fistulous tract. Per operative notes, ¿fistulous tract was found adherent to previously placed patch (sepramesh ip - device #1). The fistulous tract was identified and excised along with the umbilicus as well as the mesh was explanted. There was a small amount of purulence which was drained.¿ (B)(6) 2015 - patient visited hospital for abdominal wall cellulitis with abscess post incision and drainage and had growth of staphylococcus and escherichia coli. (B)(6) 2017 - patient visited hospital for strangulated hernia. (B)(6) 2017 - patient had abdominal pain and was diagnosed with recurrent ventral hernia thereby underwent robotic repair with implant of ventralight st mesh (device #2). Per operative notes, "adhesions were taken down with large amount on omentum and loops of small bowel inside the hernia sac. Then the hernia defect was visualized with multiple small defects inside the large hernia sac. A ventralight st mesh (device #2) was placed as the center of the mesh on the polypropylene side. The superior inferior edge of the mesh was sutured to the fascia and tacked to the right abdomen." Attorney alleges that the patient had adhesions, pain, hernia recurrence, bowel removal, fistulae, infection and emotional injuries. It is also alleged that the patient had additional surgery to repair the hernia and remove the mesh; permanent and severe scarring and disfigurement.